Event description:
Consumer reported complaint for hi and high blood glucose test results. Spouse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 156, 385 and 343 mg/dl. The customer¿s expected blood glucose test result is 150 mg/dl; customer did not disclose if fasting or non-fasting. The customer reported experiencing frequent urination; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer am non-fasting and produced test result of 318 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2024 and test strips were opened 2 weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: hi date: 4/5/24 time: 9:33 am non-fasting result 2: hi date: 4/5/24 time: 9:32 am non-fasting result 3: 156 mg/dl date: 4/3/24 time: 6:11am fasting result 4: 385 mg/dl date: 4/2/24 time: 10:53 pm unknown result 5: 343 mg/dl date: 4/2/24 time: 7:17 am unknown.

Manufacturer narrative:
Internal report reference number:(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.